Manufacturer narrative:
Device technical analysis: upon device return and inspection, it was observed that the distal tip of the catheter spline had detached from the tip of the spline cage; however, the proximal portion of the catheter spline remain adhered to the catheter. Microscopic analysis showed a clear separation of the distal tip of the catheter spline from the spline cage and torn material visible at the detachment site. A guidewire was successfully inserted through the catheter during functional testing, and deployment was tested multiple times with the catheter deploying to both the basket and flower configurations successfully. However, due to the partially detached spline, the catheter did not function as intended despite the absence of resistance felt during catheter deployment. Additionally, an image was reviewed by a boston scientific quality engineer. The provided image show evidence of the partial spline detachment from the tip of the spline cage.

Event description:
This event is reportable based on analysis. It was reported that during preparation of a farawave pulsed field ablation catheter, that it was not possible to deploy the catheter into flower configuration. The catheter was replaced and the procedure was completed ad no patient complications were reported. The device was returned. Analysis of the device revealed a detached spline.